Event description:
Reporter indicated that patient had passed away. No details regarding date or cause of death were given at the time of the initial report. Further follow-up revealed that patient was last seen by physician in 2002. At this office visit, the patient was reportedly more alert due to decrease in amount of anticonvulsant medications in their drug regimen. The patient had some vocalizing at this visit, particularly to noxious stimulation. At one point during the exam, the patient seemed to have response of eye opening. The patient had reportedly been moving their lips but had a great decrease in appendicular movement. The patient was described as morbidly obese, but their g-tube was noted to be clean and dry at this visit. The physician believed that the patient would have a shortened life-span and had discussed interventions with the patient's parents. The patient's parents were quite firm in their conviction that should the patient's heart stop that the patient not be formally resuscitated with a view to pressers and more mechanical intervention. Two weeks later, the patient presented doa to hospital emergency room. Initial resuscitation efforts were unsuccessful. Patient's parent requested termination of resuscitation efforts. No autopsy was performed. Immediate cause of death listed on death certificate as respiratory arrest.